Event description:
It was reported the patient stated the deep brain stimulation was malfunctioning. The patient stated that ¿it delays when it turns on.¿ the issue started a couple weeks prior to this report. The patient saw a screen with a ¿key¿ on it. On the day of this report, the patient spent seven minutes trying to get the patient programmer to connect to the implantable neurostimulator (ins). Stimulation was turned off at night and on during the day. When the ins was checked, it showed on and okay at 2.4v. The patient programmer was functioning normally at the time of this report. The patient¿s antenna was lost. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04683.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), product type: extension, product ID: 3387s-40 lot# v833493, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v595266, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
The stimulation implantable neurostimulator (ins) battery reached normal end of life. The telemetry and output were okay. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37085-60, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# v833493, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v595266, product type: lead. Product ID 37085-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was later reported that the patient programmer connection with the implant was slower than before. The patient had seen the position patient programmer or antenna over the implantable neurostimulator (ins) image which he had never seen before. The patient was able to connect with the ins and change program as needed. The patient did get communication screen error. The device was working normally. The ins sticks out half an inch and had since implant.